Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was returned with the keypad lifting up below the "ok" button. The "contrast" keypad button is intermittently responding to user inputs during testing. The "up/down/ok" keypad buttons require excessive force to activate during testing. The keypad was removed for further investigation. During a visual inspection, the "up/down/ok" key contacts are inverted, and the "contrast" key contact becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.